Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, device heating up, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported pump is warm, hot, or overheating. The customer reported an issue with the pump display. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no missing segments or partial display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into reservoir compartment during testing. All buttons were tested for their functionality and all passed. Device heating up was not noted during testing. Successfully downloaded pump history files and traces using thump software. Found no relevant battery alerts, alarms, or anomalies in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The following were also noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, cracked keypad overlay, cracked case (battery tube), broken belt clip rails, and pillowing keypad overlay. Missing segments/partial display, device heating up, and keypad/button unresponsive/button were not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.